Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 241 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected air bubble anomalies or motor error alarms were noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. However, the pump had a corroded motor home switch, a cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.